Event description:
The customer tested his blood glucose and received a reading of 247 mg/dl using his breeze2 meter and a reading of 128 mg/dl using his wife's contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot and insisted his meter be replaced. No product will be returned. A replacement meter was sent to the customer.